Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report # 8010047-2021-10899. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed that the c-ring of the light guide sheath was remained inside the light guide insertion hole in the output connector socket, and also that this c-ring had not invaded into inside the main body of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that there was a possibility that the c-ring of the light guide sheath had fallen off and had invaded into inside the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.